Event description:
The manufacturer received a call from the patient's son stating that the patient passed away yesterday, he also stated that he had an aerosol delivery system, he also stated that his father did not pass away due to the device, he was on hospice and not using the device. Reportable since device issue/event has or may have caused or contributed to a death.